Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 400 mg/dl. And low blood glucose level of 60 mg/dl. The customer's current glucose was 370 mg/dl. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.